Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the mesh area was bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was december 22, 2016 where it was reported that the device needs preventative maintenance and the roller, worn bushings, worn side plates, damage comb, gears, and damaged hardware were replaced and the ratchet was repaired. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformance's, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on april 19, 2017 revealed that the comb was bent and the calibration was out of specification. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on april 19, 2017 which included replacement of the ball detent and damaged comb. Skin graft mesher, serial number (B)(4) was then tested and functioned properly. The reported event ¿that the mesh area was bent¿ was confirmed since during the initial inspection it was revealed that the comb was bent and calibration was out of specification. The reported event ¿that the mesh area was bent¿ was confirmed since during the initial inspection it was revealed that the comb was bent and calibration was out of specification. The root cause that the mesh area was bent and the comb was bent cannot be specifically determined with the provided information. The issue was resolved with the replacement of the ball detent and damaged comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4) was repaired, tested and returned to the customer.

Event description:
It was reported that the mesh area was bent. Investigation results revealed that the comb was bent. No adverse events have been reported as a result of this malfunction.